Event description:
Received medwatch mw5175980 which states: it was reported the wire became stuck. When a non-(B)(6) wire was inside the threader down in the body, the wire was unable to be pulled out of the threader lumen to exchange for different wire. An alternate micro catheter was used to complete the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. It is possible that inadvertent interaction other devices resulted in the reported difficult to remove; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date: d4: the UDI is not known as the part and lot number were not provided. Medwatch report attached.